Event description:
There was an allegation of discrepant low results for 1 patient sample tested for calcium gen.2 (ca2) and glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. The initial ca2 result was 5.1 mg/dl. The repeat result was 7.9 mg/dl. The initial gluc3 result was 49 mg/dl. The repeat result was 104 mg/dl.

Manufacturer narrative:
The ca2 reagent lot number was 880047 with an expiration date of 31-aug-2026. The gluc3 reagent lot number was 860069 with an expiration date of 31-may-2026.

Manufacturer narrative:
Calibration and qc were acceptable for both assays. There is no indication of a reagent performance issue. There were multiple abnormal aspirations and sample short alarms noted on the date of the event, near the time the sample was processed. The field service engineer (fse) found the rinse bath cells were overflowing due to a blocked vacuum valve. The fse cleaned the valve and performed a precision check with no issues. The cells were being evacuated correctly. The investigation determined the event was due to a maintenance issue.